Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A user reported that their compressor mini malfunctioned. A service engineer checked the device and found leakage. The tubing and drainage valve was changed. The faulty drainage valve was sent back for further investigation. The returned drainage valve was mounted in a reference compressor mini without issues and the reported issue could not been reproduced. Leaking compressor tubing may lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The issue could not be reproduced only with the drainage valve. Compressor tubing is replaced when performing 10000 hour maintenance. As the tubing was not sent back for further investigation and no information regarding last preventive maintenance was provided, the root cause could not be determined.

Event description:
It was reported that the compressor tubing was leaking. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).